Event description:
Pump was reported to backflow up to the bueretrol during a chemotherapy treatment. No add'l clinical details were able to be obtained. No pt injury resulted.

Event description:
Pump was reported to backflow up to the buretrol during a chemotherapy treatment. No add'l clinical details were able to be obtained. No pt injury resulted.